Manufacturer narrative:
No samples or photos received for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Thirty two retention samples from the same lot were evaluated, no defects or issues observed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd precisionglide¿ needles the package was open and unsterile. There was no report of patient impact. The following information was provided by the initial reporter: when material was being labeled at warehouse, it was found one unit with package opened (unsealed) and material contaminated.